Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2018 due to diabetes ketoacidosis with high blood glucose of 700 mg/dl. The customer also reported the low battery alarm and stated that, battery lasted more than 1 week. Performed displacement test and which was passed. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The pump was not doing what it was supposed to and caused his sugar to go deathly high. The blood glucose at the time of the incident was over 600 mg/dl. And current blood glucose was 250 mg/dl. Customer treated high blood glucose with injection, insulin pump and set change. The blood glucose during hospitalization was 410 mg/dl. Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. Customer was unable to continue. Customer advised to monitor the pump and call if problems recur. The device will not be returned for analysis.